Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0 x 200mm, 150cm ranger balloon catheter was advanced for dilation. During first inflation, the balloon ruptured in a pinhole form at the middle. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.